Event description:
The service report shows the customer reported that, the 840 ventilator stopped cycling while in use on a patient. The patient was not harmed or injured as a result of the event. The nellcor puritan bennett customer support engineer (cse) verified the malfunction in the devices memory logs, but could not duplicate the event. The cse replaced the proportional solenoid valve as a precaution. The unit passed extended self testing.